Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system lamp was broken. It was discovered during testing of the system and there was no patient involvement.

Manufacturer narrative:
A table top illuminator and lamp were received for evaluation. A visual assessment of the returned samples showed no obvious nonconformity. The illuminator and lamp were installed into a calibrated system and was able to boot up successfully. The illumination output was then measured and found to meet specifications. . The returned products were found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. The table top (tt) illuminator module was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 18, 2015. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the tt illuminator module. However, how or when the module became non-conforming cannot be determined. (B)(4).